Event description:
Reportedly, after firing, the device could not be removed from the cavity. There was a hole at the posterior wall and the staple formation was incomplete. Another device was used to complete the procedure.